Event description:
On (B)(6) 2011, the reporter contacted lifescan from the (B)(6) on behalf of her mother (the patient) alleging an error 4 message issue with a one touch verio pro meter. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips involved with this complaint were evaluated and er4 was observed with control solution testing. The subject meter has been requested for return to lifescan for evaluation. However, at this time, lfs has not received the meter. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.